Event description:
It was reported that during equipment testing at the healthcare facility, the tibial/pelvic tracker was missing the protective lens cover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was scrapped.

Event description:
It was reported that during equipment testing at the healthcare facility, the tibial/pelvic tracker was missing the protective lens cover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing at the healthcare facility, the tibial/pelvic tracker was missing the protective lens cover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device not received for evaluation at this time.